Event description:
It was reported that the patient had a drop in hematocrit as well as near syncope, possible gastrointestinal (gi) bleed. It was later communicated that a push enteroscopy was done and nothing was found. An echo was also performed. The results of the (B)(6)2022 echo showed that the left ventricular chamber was moderately dilated, there was severely decreased left ventricular systolic function, and the left atrium was severely dilated. There was no evidence of an intra-atrial septal aneurysm. The right ventricular chamber was also noted to be moderately enlarged and the right ventricular global systolic function was mildly reduced. The right atrium was severely dilated and the mitral and aortic valves appeared thickened. There was mild to moderate mitral and tricuspid regurgitation present. An upper gi endoscopy was negative for any signs of bleeding. It was later communicated that the patient was determined previously to have iron deficient anemia so they were given an infusion of iron. The patient's flows, vitals and labs were all normal and the patient was stable. The patient was later discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the patient was admitted after reporting ongoing issues with lightheadedness that was occurring frequently and happened almost anytime they tried to walk anywhere. Denied a rotational component or position change component to it. No pump alarms reported but there was a drop in hematocrit from 33 to 30 making it concerning for a slow gi bleed. The patient was determined previously to have iron deficient anemia so they were given an infusion of iron. The patient's flows, vitals and labs were all normal and the patient was stable. The patient was later discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the device could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Although no bleeding was confirmed, section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas. In addition, although it is unknown if the patient has a history of right heart failure prior to lvas implant, right heart failure is also listed as a potential adverse event. Section 5, "surgical procedures," warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvas will not be able to provide the intended flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.